Event description:
The customer contacted baxter's service center, regarding a leak which occurred on the homechoice (hc) during use. Per the care giver (cg), the home patient (hp) had set up to do therapy, and the performed one cycle and disconnected as company had come over. When the hp went back to the hc to reconnect, there was fluid leaking from the supply line. The hp had disposed of the set up and was sleeping, and the cg could not provide details regarding the event. There was patient involvement, but no patient injury or medical intervention indicated, at the time of the initial report. Baxter product surveillance spoke with the home patient on (B)(4) 2012. He stated that the leak was caused by a use error. He stated that the cg had misunderstood what had happened, and stated that the homechoice and the cassette were functioning properly. The leak had occurred while the set up was being torn down, as the line had fluid in it when it was moved and it was not capped. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). He stated that the clamps "must have been open as well". No further issues were reported. This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.